Event description:
Surgeon reported excessive intraoperative bleeding of vascular patch during carotid patch angioplasty. Bleeding was observed at the suture line and throughout the fabric and continued for approximately 45 min. Hemostasis was achieved with applications of surgical and thrombin. According to the surgeon, no preclotting measures were taken and the device was soaked in an antibiotic solution of ancef prior to insertion. The surgeon indicated that she had routinely used the device without preclotting but has never experienced this degree of leakage.